Event description:
Patient was admitted with a diagnosis of brest cancer; brca2 positive genetic. During a laparoscopic bilateral salpingo-oophorectomy "after endopouch was introduced into abdomen -illegible- bands popped apart causing no apparent injury". The procedure continued without further incident.